Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the wake button required a lot of force to unlock the screen. Customer's blood glucose was 400 mg/dl. During troubleshooting, contact pressed the wake button and reported that it did not require any additional force.